Event description:
It was reported by service report that there was fluid leaking from the fowler gas cylinder and the fowler gas cylinder was drifting and unable to support pt weight. No pt involvement or adverse consequences are reported.